Event description:
It was reported that this pacemaker exhibited oversensing of noise artifacts. Technical services (ts) was consulted and, upon review of the case, assessed that the observed artifacts were likely attributable to an external source. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received indicating that a health care professional (hcp) consulted ts for a review of a consult report for this patient. Upon review of the previously reported noise artifacts events, ts indicated that some ventricular event markers may appear to be missing on the electrogram (egm) due to the manner in which markers are mapped within the consult application. Additionally, this patient reported experiencing discomfort. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited oversensing of noise artifacts. Technical services (ts) was consulted and, upon review of the case, assessed that the observed artifacts were likely attributable to an external source. No adverse patient effects were reported. This pacemaker remains in service.